Manufacturer narrative:
Changing fdc to (B)(4) as no root cause was identified. Conclusion code (B)(4) no longer applies to desktop charger serial # (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761. Serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the connector pin was broken/loose. The patient indicated the last time they fully charged and felt stimulation was in november. They were getting poor communication. An overdischarge was suspected but not confirmed because the recharger won't charge. No symptoms and/or further complication reported at this time. Additional information was received from the patient who reported they received their new recharger but was still unable to charge their ins and unable to get a signal. The patient has an appointment scheduled on january 9, 2018. No further complications reported at this time.